Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states the brakes were replaced in (B)(6) 2012. Now they are not working again. Also, the folding mechanism does not work. MDR filed.